Manufacturer narrative:
The customer service representative reviewed the alinity c processing module logs and recommended the sample probe be replaced and recalibrated. The customer replaced the part and recalibrated resolving the issue. The alinity c-series sample probe was determined to be the likely cause of the result issue. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends alinity c-series sample probe. Review of the clinical chemistry systems product monitoring review scorecard found no similar issues related to the alinity c system, likely cause part, or discrepant results as described in this ticket. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased carbon dioxide results generated on the alinity c processing module for multiple samples. The following example results were provided: (co2 normal reference range 21-32 mmol/l). Patient sample #1 (B)(6) 2024, sid (B)(6), result was 20 mmol/l, previous results in the last 2 years were around 26-32 mmol/l. No impact to patient management was reported.